Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. The daily battery voltage measurements displayed a pattern of steady and rapid discharge. Additionally, a high power consumption was detected. Detailed analysis confirmed that the identified failure mode was consistent with other devices that have leaky capacitors. This resulted in the observed premature battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's longevity was rapidly decreasing with one year left in the battery. Moreover, the representative stated that the pacemaker pacing demand was not changing much and that the patient was not in atrial fibrillation (af). In addition, it was noted that the recent power comparison was odd. Further, an engineering analysis was done in which the result showed the pacemaker was malfunctioning as it displayed a continuous steady increase in average operating power and that there was no indication noted that the power will cease in climbing. Hence, a device replacement was recommended. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Additional information was received indicating that this pacemaker exhibited premature battery depletion. Hence, this pacemaker was explanted. No additional adverse patient effects were reported.